Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported during routine check by customer that the cs300 intra-aortic balloon pump had a problem at power up. There was no patient involvement reported.